Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported an I-stat eg7+ cartridge yielded a hemoglobin result of 6.8 g/dl. The same sample tested using a laboratory system yielded a result of 9.1 g/dl. Same draw, different sample tested using a laboratory system yielded a result of 9.8 g/dl. The sample (unk if same of different sample) tested five minutes later, reported an I-stat eg7+ cartridge yielded a hemoglobin result of 9.9 g/dl. The patient was given a transfusion (packed red blood cells) based in the I-stat result. Additional patient and sample information was unavailable at this time.